Event description:
Caller reported a cgm error, identified as error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance for a pump reset, and after following the instructions, the caller successfully initiated a new sensor session without encountering further errors.